Manufacturer narrative:
Method, result: device not returned for evaluation. Product evaluation: smith & nephew is unable to provide an analysis of the reported complaint pertaining to the referenced smith & nephew product, as the product was not returned from the facility. It is difficult to perform an accurate evaluation of a failure without having the failed product to look at. The complaint is being closed with no conclusion. However, if the product is received in the future the complaint can be reopened and evaluated. No further investigation is required.

Event description:
The blade would start to window lock with the slow tick and then it would oscillate backwards and then forward, really fast. The foot pedal and hand piece were unplugged and then plugged back in and the same fast oscillating motion would take place. Able to window lock manually and once window locked, the blade worked great. No product will be returned for evaluation.